Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08492. It was reported, the patient was experiencing diminished therapy from his scs system. An sjm representative met with the patient for reprogramming and noted invalid impedances but was unable to provide effective stimulation through reprogramming. Surgical intervention to explant and replace the patient's scs leads took place on (B)(6) 2014. The patient reportedly has effective stimulation postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.